Manufacturer narrative:
No product will be returned for evaluation.

Event description:
During and educational call on changing her insulin infusion device cartridge, the pt reported insulin came out of the cartridge while placing it in the device. The pt hung up the phone and later called back. The pt stated the plunger was stuck in the cartridge chamber and she had lost all of her insulin. The pt stated the cartridge chamber was now dry. The patient was educated on how to release the plunger from the cartridge chamber, fill a new cartridge with insulin, and properly insert it into the infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.